Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic related issues. The customer reported that they were out of breath and rushed to the hospital and had left their reservoirs behind. The customer did not want to provide any details about what their diabetic issues were and did not provide the time and date of the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.